Event description:
On (B)(6) 2025, the user reported experiencing hyperglycemia with an highest bg of 401 mg/dl. The event was associated with a period of no insulin delivery overnight, after which glucose rose above range. The user attempted correction, and glucose later returned to range. No symptoms or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.